Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to the ca board has an internal board short between main batt and ground. The root cause for the defective shorted ca board could not be positively identified. No adverse event resulted from the damaged monitor.